Event description:
The reported information stated the inlay was explanted approximately four (4) months postoperatively from the left eye of a (B)(6) female patient due to corneal thinning that progressed to a corneal melt.